Event description:
The consumer reported two (2) false positive results with the binaxnow¿ covid-19 antigen self test for a patient performed in between (B)(6) 2021 to (B)(6) 2021 . This MFR. Report addresses date (B)(6) 2021 and is one (1) of two (2). The consumer reported a false positive result with the binaxnow¿ covid-19 antigen self test on (B)(6) 2021 tested on a nasal kitted swab. On (B)(6) 2021, pcr confirmation testing generated a negative result. The consumer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR reports: 1221359-2022-00227.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 174799 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 174799 and test base part number 195-430h / lot 171888. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 174799 showed that the complaint rate is(B)(4).. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.